Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. The aortic neck was 23mm in diameter and 15mm in length with 10 degree angulation. It was reported that a CT on an unknown date showed there was an endoleak. It was also noted that the stent graft was landed low at the time of the original implant and with the disease progressing proximally it created an endoleak. The physician placed a 25mm diameter aortic cuff and 6 endoanchors and the endoleak was resolved. Per the physician the cause of the event was due to the stent graft being placed low originally. No additional clinical sequelae were reported and the patient is fine.